Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Technical services reviewed the diagnostic data and confirmed the power consumption of this pacemaker has been increasing during the past year and is expected to continue to increase. Device replacement was recommended. For now, the pacemaker remains in service and there have been no adverse patient effects reported. This event will be updated once a revision procedure is performed and/or the pacemaker get returned back to boston scientific for analysis.